Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device wasreceived and analyzed. Analysis revealed no anomalies were found. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had a high pacing threshold. It was also reported that the implantable cardioverter defibrillator (ICD) lasted less than four years and had unexpected longevity. The lv lead was capped and replaced and the device was explanted and replaced. No patient complications have been reported as a result of this event.